Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: was the staple line complete? --- no were the staples formed in the proper b form shape? --- no three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Per the additional information we received, the staple line was incomplete and some staples were not formed properly. Please confirm that the device did deploy staples and that the staple line had malformed staples and missing staples even though the original event reported that the knife did not move forward (did not cut). Did the device deliver any staples?

Event description:
It was reported that during a semi-open pneumonectomy, the knife did not move forward at all though the firing trigger was grasped. Although the battery was reset upside down, the knife did not move forward as well. Another device was used to complete the case. There were no adverse consequences to the patient.